Event description:
It was reported that during a navigated total knee replacement procedure the pin broke off and was left inside the patient femur. The pin broke of during removal from the femur at the completion of the procedure. The procedure was completed successfully with a delay of an unspecified amount of time. No medical intervention was administered and the pin was left in the patient's femur. Three pins were utilized during the procedure, and only one broke; however, it was not identified which specific pin broke.

Manufacturer narrative:
This is report 3 of 3. Please refer to manufacturer report number, 0001811755-2016-00326, for view of report 1 of 3 and manufacturer report number, 0001811755-2016-00328, for view of report 2 of 3.

Event description:
It was reported that during a navigated total knee replacement procedure the pin broke off and was left inside the patient femur. The pin broke of during removal from the femur at the completion of the procedure. The procedure was completed successfully with a delay of an unspecified amount of time. No medical intervention was administered and the pin was left in the patient's femur. Three pins were utilized during the procedure, and only one broke; however, it was not identified which specific pin broke.